Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0877 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Confirmed 134.7 units of normal bolus was delivered on 25-sep-2025 between 12am and 1159pm. However, the electronic assemblies and motor assemblies were inspected and found moisture damage to pcb1 board. The following were noted during visual inspection: corroded electronic assembly pcb1 board, scratched case, pillowing keypad overlay, cracked case (battery tube), broken battery tube threads, stained keypad overlay, broken belt clip rails, serial number label missing. The p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. However, confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to crack on the insulin pump. And also, customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer blood glucose value was 258 mg/dl and hyperglycemia was treated with insulin pump and manual injection. The event involved product mmt-7040a, mmt-332a, mmt-243a, mmt-1884l. Troubleshooting was performed for cosmetic damage and noticed that the crack on the battery tube side case that affected pump's functionality. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-7040a, mmt-332a, mmt-243a. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.